Event description:
It was reported that there was no stent crimped on the balloon when the operator opened the package; however, it is possible that the stent implant dislodged when the protective sheath was removed. The protective sheath was discarded. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the rx vision stent delivery system (sds) noted no blood or contrast visible. The stent implant had dislodged from the balloon and was located on the distal end of the stylet, confirming the reported dislodgement. There were bent and stretched stent struts noted in the first row of distal stent struts. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stylet was returned inserted through the tip of the sds and the stent implant was returned on the stylet distal to the tip of the sds. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the stent was inadvertently handled during removal of the protective sheath, resulting in the dislodgement. The protective sheath was not returned which may have aided in the investigation and determination of cause. Additional handling during packing for return analysis likely contributed to the noted stent damage as it is unlikely a pre-existing condition due to the extent of the damage, the protective sheath would not have fit over the stent implant. A conclusive cause could not be determined for the stent dislodgement. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.